Event description:
An unknown number of cartridge alarms were reported over the past month without specific dates or alarm numbers provided. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.